Event description:
Patient called lfs and alleged that their meter was failing control tests on the high end. They reported one control solution test result of 139mg/dl. They also reported two other control solution tests, which failed. The patient stated that they visited their physician and their blood sugar was tested: the result was 150 mg/dl. The patient is currently taking oral medications; their physician told them that they would need to begin taking insulin if their blood sugar levels remain high. The test strips were in good condition and the codes matched. Based on the information provided, there is evidence of a meter malfunction. However, there is no evidence of the meter contributing to a serious injury. The meter, control solution, and test strips are being replaced for the patient.